Event description:
The customer reported to olympus, the light source was showing error e101 (temperature error). The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a faulty emergency lamp, a faulty printed circuit board, dust was inside the equipment, the internal harness was pinched and one foot on the chassis was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The e101 was not reproduce, but it is likely that the internal temperature of the light source unit temporarily increased due to some dust being found inside the unit. The event of e207 is an error that occurs due to a failure of the emergency lamp and error e103 occurred due to failure of the printed circuit board that led to the lamp failing to light up. Olympus will continue to monitor field performance for this device.